Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer has noticed that the drive support cap flushed. Customer's blood glucose reading is 130 mg/dl. There is physical damage on the bottom of the insulin pump. Advised customer not to manipulate or push on the drive support cap while connected. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with a missing end cap sticker.